Event description:
During the device use to monitor a patient, it was reported that it lost power. Users tried to turn the device back on but it failed to power on. The reporter had a back up defibrillator readily available during the call. However, there was not a need for the device, and the patient was transported to the hospital without any adverse effects. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and the aux power supply that was used in the event. Physio observed frayed wires on the ac power adapter, power cord and the extension cable. The power adapter failed to charge batteries while connected to a device. Additionally, the device was also found to fail to operate on ac power and charge the installed batteries. Physio replaced the device power pcb assembly and the interconnect cable to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Further testing of the removed ac power cord and the interconnect cable found the wires intact and functional.